Event description:
The facility had stated that the lens became damaged in the cartridge prior to implant. There was no pt injury. The facility had discarded the cartridge. The packaging for the cartridge with the lot numbers was also thrown away.